Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experience delivery anomaly. The customer's blood glucose was 270 mg/dl at the time of incident. The customer stated that the insulin pump delivered insulin which they did not recall. The customer stated that the insulin pump over delivered. The customer performed displacement test and the insulin pump passed. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected weak battery alarms noted. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No over deliveries noted during our testing and functioned properly. The insulin pump was monitored. The button event file was overwritten. Unable to verify if the bolus was manually entered by the customer. No unexpected bolus stopped alarm noted during our testing. The insulin pump communicated properly with glucose sensor simulator test. No lost sensor or weak sensor alarms noted and functioned properly. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.